Manufacturer narrative:
An inoperable ipg was reported to abbott. The patient reported failing to charge their implant properly. A surgery date has not been scheduled yet. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformance's noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable, and was unable to communicate with external devices. Surgical intervention may be undertaken to address this issue.